Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The ffb and gib pcbs were evaluated and replaced. The configuration files were reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the monitor would not turn on (no-boot). The fe found communication failed error messages in the error logs. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.